Event description:
After several unsuccessful surgeries related to herniated disk, pt received a procedure where a medical device called "bak/cage" was inserted in l4/l5 area of back. Pt relates that prior to the surgery they were 15% impaired and pt is now 100% impaired. In addition to the below symptoms pt is also concerned that they were not informed that they were the first and only pt that the dr had performed this procedure on, that the device was not approved until 2001 and their surgery was performed in 1998 and that they may have been involved in a case study without their consent. Complainant claims the physician assured them that after the surgery they would be 100% better. A lawyer has been retained. Complaint symptoms: change in sensation (numbness, tingling) spasms in left leg, localized pain and tenderness, change in growth patterns, constant chronic pain and hunch back.